Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve, there were no issue identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. A variety of factors can influence the cardiac arrest, and a conclusive cause could not be determined from the limited information available. The device remains implanted. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study

Event description:
Medtronic received information that 2 days post implant of this aortic bioprosthetic valve, the patient experienced cardiac arrest requiring vasopressors and cardiopulmonary resuscitation (CPR). The physician considered the event to be life threatening and related to the patient's device. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.